Event description:
Hill-rom received a report from the account stating the siderail will not latch. The bed was located at the account in the bed ship. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a broken center arm assembly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the center arm assembly to resolve the issue. Based on this information, no further action is required.